Event description:
An episode showed multiple shocks and there was evidence of t wave oversensing post -ventricular sense. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).